Event description:
An endurant stent graft system, was implanted in a patient for the endovascular treatment of a saccular 5.4 cm in diameter x 11.3 cm in length abdominal aortic aneurysm. Eleven years ago three bare mental stents from another manufacturer were implanted from left common iliac artery to external iliac artery. The stent grafts were successfully implanted. It was reported that the delivery system for the contra limb was caught on the proximal side of the previously deployed bare stent of other manufacturer¿s. The physician performed the bailout technique done. The physician was able to remove the delivery system. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).